Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. No moisture damage was noted at the electronics assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated he has been working in removing snow. Blood glucose value is 237 mg/dl. Nothing further reported.